Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device ripped was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was displaying an a-1 error code (air flow blocked), had unintended activation/motion, and component damage. It was further determined that the device failed pretest for safety check assessment. The assignable root cause of these conditions was determined to be traced to the user, which is user error. UDI: (B)(4).

Event description:
It was reported that the handpiece device ripped and was not working. During in-house engineering evaluation it was determined that the device had unintended activation/motion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.